Manufacturer narrative:
Manufacturer arranged to have an on site visit to evaluate bed in question. Bed product manager is due to visit facility in 2007.

Event description:
It was reported to manufacturer from facility, that the direct care staff found resident at 6:45 a.m. Without vitals, showing no signs of life. Resident was noted to be sitting on buttock on the floor with legs extended, head and neck turned to the right with his head in-between the mattress support platform and the head panel. Bed was lowered to approximately 10 inches above the floor. No discoloration was noted to facial or neck area. The mattress support platform was exposed due to the mattress sliding. The bed did not have any assists or rails mounted to it. The preliminary verbal from coroner to the cause of death was asphyxiation, with a secondary stroke event. At this time, the coroner's report is pending, will be advised to the findings. Manufacturer has arranged to have an on site visit to evaluate pictures, and bed in question. Bed product manager is due to visit facility in 2007.